Event description:
The customer reported that during preparation for a therapeutic procedure, his olympus visera 4k uhd xenon light source was experiencing a brightness adjustment issue. According to the initial reporter, the brightness adjustment wasn't not functioning and the light was very dark. Reportedly, the intended procedure was completed, though the details were not provided. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. The unit was tested and the light control was functioning as expected. However, a non-olympus bulb had been installed on the device. A worn out slider switch socket was causing intermittent use of high intensity mode. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.